Event description:
It was reported that after a collimator exchange and subsequent rotation, the collimator fell off and was damaged. There was no injury. Investigation revealed that the four bolts securing the collimator to the detector failed, allowing the collimator to fall. Use of the system at this site was stopped pending further investigation.